Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient¿s blood glucose on an unspecified date was 300 mg/dl with extreme thirst and urination. It was alleged the pump was inaccurately delivering insulin. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. This complaint is being reported because the alleged serious injury was due to an alleged pump malfunction of unknown cause.